Event description:
Caller states that the following results were obtained on a patient, using two inform systems, within 10 minutes: 271 mg/dl (inform system 1 - (B)(4)) and 52 mg/dl (inform system 2 - (B)(4)) - within 4 minutes caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. (B)(6).